Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was unknown. Customer reported that they received hardware low level failure error alarm during self-test. Customer reported that they received second hardware low-level failure. Customer reported that the absence of sensor alarms in the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted, however, pump error 63 alarm is found in the formatted history file due to broken traces at keypad assembly.